Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) it is possible that the suction line was not properly connected 2) the suction pressure used may have not supplied enough pressure in order to excavate blood and tissue. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an adenoidectomy procedure, the wand kept clogging from the adenoid tissue. Procedure was successfully completed with the same device. A delay greater than 30 minutes was reported. However, no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.